Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they checked the cuff, the air was difficult to enter in and it was also difficult to come out. The customer reported that recannulation was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.